Manufacturer narrative:
(B)(4). Upon review of following information from the surgeon, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. "The surgeon doesn't think battery was flat or that device contributed to the patient's death. No malformed staples seen."

Event description:
It was reported that during a gastric bypass procedure, the surgeon closed device on tissue, fired and nothing happened. He was unable to get the device off tissue because the battery of the device had gone flat. He then used a manual lever to get the device off the tissue. He opened same like device and completed the case. Surgeon was happy with the outcome of the case and patient was discharged and had normal recovery. Patient came back a week later complaining of abdominal pain. Surgeon decided to take the patient back to theatre. Patient died during the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: procedure: gastric bypass performed on (B)(6) 2013. During the procedure, the surgeon closed device on tissue, fired and nothing happened. He was unable to get the device off tissue because the battery of the device had gone flat. He then used a manual lever to get the device off the tissue. He opened same like device and completed the case. Surgeon was happy with the outcome of the case and patient was discharged and had normal recovery. Patient came back a week later complaining of abdominal pain. Surgeon decided to take the patient back to theatre. Patient died during the procedure. Surgeon is not sure whether incident is device related and is awaiting results of coroner¿s investigation. Additional information received (B)(6) 2013 from the surgeon: roux en y surgery (B)(6) female. Patient was a longstanding type 2 diabetic on insulin. Weight +-(B)(6). Bmi 40. Had used echelon before this procedure. Thirrd or 4th firing had malfunction with powered echelon device. Green reload used. Waited 60 seconds for tissue compression then tried to fire and device did not fire at all and no cut. No sounds, clicks heard or felt. Used manual method to open device and was happy with result. Replaced device and reload (green) and continued to fashion pouch. Resected compressed tissue. No problem was perceived with the stapling of the gastric remnant. Post op contrast swallow did not show leak in pouch. Can¿t visualize gastric remnant in roux en y. Day 7 patient had abdominal-pain and taken to theatre. When patient taken to theatre to check on possibility of leak, patient died before able to check on surgical site. No info from hospital at the time of the event. Dr doesn't think battery was flat or that device contributed to the patients' death. No malformed staples seen. Case with coroner at present. Postmortem examination likely to be done. Not sure if he will get report. Dr is happy for us to come back with additional questions.